Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified: opening on anterior and weight within specifications. A visual and micro analysis was performed which identified: crease sharp opening, stress marks, wear abrasion and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as a fold flaw opening. Additional, changed, and/or corrected data: b.5., b.6., d.10., g.1., h.3., h.6.

Event description:
Healthcare professional additionally reported "radial folds".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.